Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached cut portion of inlet tubing and sample port connector. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. The active length of the catheter balloon was measured (0.7235") and was found to be within specification (0.6" - 0.9"). The catheter was confirmed to be a 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was urine leakage from the shaft of the catheter during the use. Per additional information received via email on 13 february 2019 from ibc representative, there were no holes, rips, or tears on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was urine leakage from the shaft of the catheter during the use. Per additional information received via email on 13 february 2019 from ibc representative, there were no holes, rips, or tears on the catheter.